Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Hyphema, decreased/impaired vision and inflammation are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but the information received does suggest a problem with the device or the way it was used. Hyphema, decreased/impaired vision and elevated iop are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. (B)(4).

Event description:
A trabecular micro bypass stent system patient reported the following. Reportedly, following a left eye cataract plus stent procedure, the patient reported experiencing irritation in the operative eye ten (10) days postoperatively. The patient described the irritation as ¿very uncomfortable feeling." As reported, during a follow-up visit the surgeon observed inflammation and prescribed more eye drops. Through follow-up, the patient provided the following additional information. The patient reported that the surgeon observed intraoperative blood reflux during stents implantation. In addition, the patient reported hyphema associated with decreased vision on postop day one (1). On postop day seven (7), the patient noted improved vision and the patient is now feeling better following use of prescribed drops. The patient was scheduled for a follow-up visit with the surgeon, and declined consent for glaukos to contact the surgeon.